Event description:
Pt status post mvc(motor vehicle collision) with multi-trauma and was hypothermic. Bair hugger warming device used to warm the pt. Reportedly, no warming blanket was available, and the hose was placed under cloth blankets on the pt between the pt's legs, and unit was activated. Pt sustained minor skin irritation, redness, few small blisters on inner thighs. Blisters resolved within 3 days.